Event description:
It was reported that the user experienced hyperglycemia after an infusion supply change on the ilet, with blood glucose reaching 480 mg/dl for approximately 8 hours and suspected interruption of insulin delivery due to possible bent cannula or infusion site issue; the user disconnected from the ilet and used subcutaneous insulin via multiple daily injections, then was advised to perform a full supply change before reconnecting. Investigation of this case revealed a probable infusion set delivery interruption after the supply change, though the specific cause remained unclear. No clinical symptoms or acute complications reported. Outcomes included no hospitalization and successful correction using back-up therapy with blood glucose returning to range. It was concluded that the event was consistent with hyperglycemia due to an unclear cause following an infusion set change, with the device functioning once proper supplies and reconnection steps were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.